Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening extended on radius, green particles in the shell and underweight. A visual and microscopic analysis was performed. Which identified, sharp opening on radius assessed as a surgical impact opening, for the non-penetrating nicks in the shell, creases fold and wear abrasion. A dimension measurement in the shell was performed. Which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp opening on radius assessed, as a surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange of textured devices due to patient's concern with product.

Event description:
Patient reported left side "rupture" and exchange of textured devices due to patient's concern with product. Device remains implanted.